Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with hypoglycemia. The patient's blood glucose (bg) values dropped to 37 mg/dl. For treatment, the patient was given d50 glucose and 25 grams of unknown medication. The pod was worn longer than 48 hours on the arm. The patient was discharged after 2 hours.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The download data does not contain any abnormalities. Fluid path test was conducted by manually rotating the ratchet gear & fluid was found to exit the fluid path as intended. Inspection of needle mechanism and drive mechanism found no issues. The pod was found to function as intended with no evidence of any damage or manufacturing malfunctions that would result in the device over delivering insulin.